Event description:
The report was received stating that the device was in need of an upgrade. While the pump was under investigation, the event history log showed that the pump had alarmed "error code 44510" in the recent past. No injury or adverse event was reported.

Manufacturer narrative:
The device was received for eval. A visual inspection found the device to be free of damage. A review of the device history record found that the device had alarmed "error code 44510" in the recent past. Therefore, the main circuit board was replaced. Following repair, the device passed all function and delivery testing.